Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a hole in the left cylinder. The device was replaced and the procedure was completed with no patient clinical consequences.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a hole in the left cylinder. The device was replaced and the procedure was completed with no patient clinical consequences.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinder was visually inspected, leak tested and microscopically examined. Cylinder has wear at fold in cylinder body and in proximal cylinder body. Cylinder has a leak in the cylinder body that was result of wear at a fold. Under microscope it was observed that cylinder has a hole in the outer tube that was the result of wear at a fold. Cylinder was not pressure test due to leak was identified. The ams700 momentary squeeze (ms) pump was visually inspected, microscopically examined, leak tested and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.